Event description:
During arthroscopy, it was noticed that when the shaver was used with a great white blade, there were small amounts of metal shavings noted. When we replaced the blade with a new great white blade, it also produced small amounts of metal shavings. Both tips were new tips and the use of the great white tips was discontinued. The boxes with that lot number were removed from our inventory. The knee joint was irrigated and all the metal shavings were removed prior to end of surgical procedure.